Event description:
It was reported that post coil embolization, a vasospasm occurred in the posterior cerebral artery (pca); therefore, the guidewire could not be removed. The procedure was completed by leaving the guidewire inside the patient's body. No additional information is available.

Manufacturer narrative:
Additional information received clarified that the guidewire involved in the event was a transend 300cm. Therefore, boston scientific has determined that this record no longer meets the equivalent of a reportable event. Refer to emdr manufacturer ID: 2939204-2011-00568 addressing the event involving the transcend guidewire.

Event description:
It was reported that post coil embolization, a vasospasm occurred in the posterior cerebral artery (pca); therefore, the the guidewire could not be removed. The procedure was completed by leaving the guidewire inside the patient's body. No additional information is available.

Manufacturer narrative:
Initial reporters' name was not provided.the physician indicated that two guidewires were used during the procedure but it is unknown which of the two wires was left inside the patient; therefore a report has been submitted for both of these guidewires.